Event description:
According to the available information the patient experienced a urethral injury [perforation] on initial implant. One cylinder had been cut off. Surgery performed to replace the one cylinder, so the patient has a full implant.

Manufacturer narrative:
B3 and d6a: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.